Event description:
The suspect device was returned because it was a loaner that the customer no longer needed. There was no complaint against the device. During servicing, it was noted that the alarms did not sound when the five amp circuit breaker was activated. No death or injury resulted from the malfunction.